Event description:
After the physician accessed the artery the metal stylet broke off inside the pt. Part of the stylet was sticking out so the physician was able to pull it out. The physician confirmed all the stylet was removed. No harm to the pt. Per the returned form: while gaining access the metal stylet stayed inside of the product while inside the pt. The physician pulled it out with his fingers. From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4). One used device was returned. A visual examination found the inner cannula of the inner catheter had separated. Per spec, qc personnel confirms the type and outside diameter of tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. It is also confirmed that the surface is clean and free of imperfections and the dimensions of the inner and outer diameters. We are unable to determine what may have caused this failure, however it is possible the device met resistance beyond its design. We are continuing to monitor for similar complaints and have notified the appropriate personnel. The addition of this complaint would not change the conclusion of quality engineering risk assessment, therefore, no further mitigating action is necessary at this time.